Event description:
Edwards received additional information that this 25mm bioprosthetic aortic valve, implanted approximately eight (8) months, was explanted due to vegetation and annular abcess secondary to endocarditis with an onset of approximately two months before explant. During implant of the aortic valve it was noted that two sutures had pulled through the annulus, prompting the surgeon to replace them through the valve and achieved good coaptation all around. The explanted device has been discarded. It is also noted that his mitral valve exhibited more than moderate mitral insufficiency but had decreased after coming off by pass. Patient left the or in extremely critical condition and was not expected to survive. Surgeon stated it was an extremely difficult operation as there were dense adhesions throughout and it took a great deal of time leading to very significant blood loss.

Manufacturer narrative:
Attempts to obtain device and additional information were unsuccessful. Without receipt of the device or additional information the reported explant cannot be investigated and a root cause cannot be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Vegetation. Additional manufacturer narrative - the explanted device was not returned to manufacturer as it was discarded. Without receipt of the explanted device the reported clinical observation cannot be confirmed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.

Event description:
Edwards received information that a 25mm bioprosthetic aortic valve, implanted approximately eight (8) months, was explanted due to unknown reasons. The explanted device was replaced with a 23mm. The explanted device has been discarded. There were no reported complications.